Manufacturer narrative:
(Product code): unk not mta, no serial number reported (esubmitter requires an entry for this section, cannot be unk or left blank) unk, no serial number reported. (Expiration date): unk, no serial number reported. (Implant date): november/december 2017 unk. (Manufacturing site): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter stated " an unspecified incident in one eye or both eyes of patient "giglia". The lenses had been implanted at this clinic in november/december 2017. Probably at least one lens was removed at the eye clinic of the university tuebingen shortly after the implantation. Unfortunately we have no more information yet. We will keep you updated". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.